Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The physician replaced the implantable pulse generator (ipg). The current location of the explanted ipg remains unknown. No additional information was available. Additional information revealed the spinal cord stimulation (scs) patient underwent an explant procedure as part of an elective system upgrade. The decision was patient initiated to achieve faster programming and MRI conditionality. No device malfunction or allegation were reported. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was disposed of and will not be returned.